Manufacturer narrative:
Add'l info will be provided once investigation is completed. Add'l lot number 08273ce2.

Event description:
The customer reported that a blade sheared during surgery. It is further reported that parts of the sheared blade entered the pt, but were successfully retrieved with no adverse consequences to the pt. It is further reported that another blade was opened and used to complete surgery. No adverse consequences to the pt or staff.